Event description:
A registered nurse called to report the system had to be rebooted during a tumor resection procedure in synergy cranial 2.2. The display flickered, went to a blue screen, and then the system became unresponsive. After she rebooted the system, she was able to proceed to navigate and continue the case with no impact to the patient.

Manufacturer narrative:
When connected to known good system the returned video splitter performed as expected returning a good image for each port. No problem found. The rep replaced the video splitter at the site and could not replicate the reported behavior. System was found to be fully functional.